Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2015-21193. Follow-up identified surgical intervention was undertaken to explant and replace the migrated lead. Effective stimulation was restored post-operative. It is undetermined which of the two leads was explanted, hence both leads are being reported with an explant date of (B)(6) 2015.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21193. It was reported the patient experienced ineffective stimulation from one of her leads after an accident. The lead was reported to have migrated. Surgical intervention is planned to address the issue.